Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-nov-2029, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 08-nov-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pain at the implantable neurostimulator 977118 intellis pro site, pocket discomfort, and inability to recharge the device. The spinal cord stimulator was not helping chronic pain, and paresthesia was not covering the chronic pain areas due to leads migrating down. The implantable neurostimulator was implanted at an angle. A device revision was performed, including revision of the leads and battery site. Following the revision, the patient was able to charge the implantable neurostimulator and the leads provided paresthesia overlapping the chronic pain areas. All problems were resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.